Event description:
Alleged the unintentional movement of the head section up function.

Manufacturer narrative:
The hill-rom technician replaced the siderail patient control board to repair in the bed